Event description:
A malfunction was reported on the pump by the caller, but no notable events occurred prior to the malfunction. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Customer support provided information on how to reset the pump, though the customer did not have a charging cable available to perform the reset at that time. The customer was advised to call back for assistance with the reset or to inform if the reset resolved the issue.